Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the devices were removed 8.5 years ago because their urinary retention was completely resolved for 2.5 years by a combination of their device and a bladder neck incision. Patient also stated that they had them removed because it was always more comfortable to lay on their back without them. Patient further stated that a pre MRI x-ray showed that the leads remained and that the hcp told them they typically do not remove them. No further complications were noted or anticipated.